Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The peritonitis was reported to have manifested with a fever of 101.4 (units not report). Therapy was ongoing. Treatment information was not reported. At the time of this report, the patient was reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient was hospitalized for the peritonitis event. On an unreported date in (B)(6) 2014, the patient was discharged from hospital. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd896118 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.